Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 11/09/2016 to 05/08/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The ci strip was not returned for evaluation; therefore, a visual inspection could not be performed. There is insufficient information to determine the cause of the issue. Should additional information be received at a later date, the complaint will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® nx cycle. The customer stated that the strip in the back of the chamber did not change and stayed red. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Thirty retains cis were subject to functional evaluation. All 30/30 cis met specification for color change from sterrad® processing.